Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: late seroma.

Event description:
Healthcare professional reported right side "late seroma", "heterogeneous liquid level anterior to the surface of the lower quadrants", "extra-prosthetic liquid level between the lower quadrants", "enlarged breasts", "pain to the touch", and "slight undulation on the surface". Healthcare professional also reported left side "simple cysts", which are not device-related. The device remains implanted.

Event description:
Healthcare professional reported, right side "late seroma", "heterogeneous liquid level anterior to the surface of the lower quadrants", "extra-prosthetic liquid level between the lower quadrants", "enlarged breasts", "pain to the touch" and "slight undulation on the surface". Healthcare professional, also reported, left side "simple cysts". Which are not device-related. The device remains implanted.